Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 561 mg/dl. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The customer¿s blood glucose level was 40 mgd/l and sensor glucose 61 mg/dl at the time of incident. The customer was advised to monitor and change sensor if issue persists. The devices will not be returned for analysis.